Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported balloon rupture, resistance during removal and separation were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with anatomy or associated devices. Additionally, the resistance encountered during removal and separation likely occurred due to the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous procedure to angioplasty an in-stent restenosis. The armada 35 was inflated to 14 atmospheres (atms) with the first inflation in the mildly calcified, non-tortuous right common iliac artery, but the balloon ruptured. Once it ruptured, they deflated the armada and removed it with resistance from the patient. The armada balloon itself, half of it separated from the other half. They are not sure if calcium or the stent itself ruptured the armada. Half of the armada balloon was stuck in the sheath, the other half came out during retraction of the device, still attached to the shaft of the device. They were able to remove the armada device off the guide wire, then removed the sheath out of the patient while still having wire access. The separated segment of the armada remained inside the sheath during removal. They put a brand new sheath in and used another armada to complete the procedure. The second armada was inflated to 12 atms with an acceptable end result. There was no adverse patient effect and the delay was not clinically significant. No additional information was provided.